Event description:
A user facility reported that a pt experienced visual impairment and visual disturbances following implantation of an intraocular lens (iol). The iol was replaced with a different model which was tolerated without any impairment. Add'l info has been requested.